Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room experiencing bradycardia. Upon review, the right ventricular lead exhibited loss of capture. The patient was provided atropine and programming changed were made. A chest x-ray was performed which showed the right ventricular lead well seated in the patient's right ventricular apex. Decreased sensing was observed and additional programming changes were made. The patient was stable.